Event description:
It was reported that the patient received inappropriate therapy due to noise on the atrial and ventricular channels. Noise was noted with the device resting outside of the pocket with leads still attached. System was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device was tested on the bench and on our automated testing equipment and was found to be normal. No anomaly was detected.